Event description:
It was reported by the customer that a pyxis medstation es system nhr-ICU-2 auxiliary drawer 4.2 and the cubies in row b were not recognized on the communication bus. The customer reported that the issue arose while the user was trying to dispense medication, but the user successfully obtained medications from an alternative source. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the malfunction was due to a failure of the cubie pocket. A field service engineer addressed the problem by removing all pockets from the drawer, reseating the row board cable on the row boards, and cleaning the drawer thoroughly. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.